Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent act button response due to corroded keypad traces. The device was also received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was not known. The insulin pump had been worn in the customer's bra. At time of this report, customer's most recent blood glucose was 68 mg/dl, which was corrected for with food. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.